Event description:
Additional information was received from the surgeon that the tear in the hole happened during polishing, prior to lens contact. The surgeon reported the lens did not cause or contribute to the event.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported via reply card that an intraocular lens (iol) was not used due to a hole in the patient's capsule. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).